Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and the right ventricular (rv) lead exhibited chronically low r waves. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 3058 urinary stim ipg implanted: 01/01/2015; 3889-28; urinary stim lead implanted: 01/01/2015. If information is provided in the future, a supplemental report will be issued.